Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it is speculated that the patient¿s severe native valve calcification and horizontal aorta contributed to the aortic movement of the first valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, once the valve was deployed it was noted to have been implanted too high. When assessed with echo,severe paravalvular leak (pvl) and central aortic insufficiency (cai) were noted. It was decided by the team to implant a second valve. It was speculated that due to severe native valve calcification and horizontal aorta, the first valve came aortic. On the second valve, the operator tried to land 50/50 to the first valve, pushed during inflation and ended up too ventricular.